Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2023-04325. It was reported the patient experienced pain at the ipg site and their lead had high impedances. In turn, surgical intervention was undertaken wherein the ipg and the were explanted and replaced to address the issue. Therapy was established post-operatively.

Manufacturer narrative:
B3-date of event is estimated.